Event description:
Patient reported they provided a letter from their dentist. The letter states the patient has anterior open bite #7 3mm, 8 2mm, 9 2mm, 10 2mm. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.